Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was unable to fixate on the intended coronary sinus. The lv lead was not used and replaced. The patient was in stable condition.